Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient's communicator would not connect to their ins to go into MRI mode. Technical services (tss) had the caller try to connect, but they got the "not found" screen. Tss had the caller re-pair the communicator to the handset and caller was able to advance screens, but then got no device response. The caller said the implant was "pretty deep." Tss had the caller press the communicator tightly against the implant and caller was able to connect ins to handset/communicator and entered MRI mode successfully. Although the caller said "it's still not connecting."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.